Event description:
The service report shows the customer alleged that the 840 ventilator stopped cycling while in use on a pt. The nellcor puritan bennett customer support engineer (cse) verified reported malfunction. The cse replaced the al printed circuit board and the unit passed its acceptance test. There was no report of any pt harm or injury.